Event description:
It was reported that the customer went to the emergency room (ER) and subsequently admistted to the intensive care unit (ICU) with a blood glucose (bg) level of 576 mg/dl and high life-threatening ketone levels; cause was unknown. In an attempt to treat bg the customer performed a supply changed prior to hospitalization. Customer was treated with intravenous fluids of saline, insulin, potassium, dextrose, and sodium chloride to address the elevated bg while in the ICU. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.